Event description:
It was reported that a malfunction occurred on the pump, identified as malfunction code 0, with previous similar issues noted. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer, provided instructions for returning the malfunctioning pump, and ensured the customer understood the next steps, including accessing training in their tandem source account.